Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. The problem persists even after the troubleshooting. The onsite service was requested, but later the customer requested to cancel the work order, as the customer was able to resolve the issue on their own. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.